Manufacturer narrative:
The exact lot number was unable to be provided. After a review of the shipping history for this customer, the lot number could be any of the following: w3727884; w3727883; w3716073; w3701879. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The possible lot numbers of the product said to be involved were used to review the device history records (w3727884; w3727883; w3716073; w3701879). A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use state under precautions: "it is vital that the integrity of the work channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. The physician used the first cook 6 shooter saeed multi band ligator and two bands were released correctly and effectively, the remaining four (4) bands deployed all together ineffectively [see related MDR 1037905-2016-00311]. The physician started again with another 6 shooter saeed multi band ligator that lost all the bands [premature deployment] and then the cap [barrel] detached in the esophagus. The physician pushed the cap [barrel] in the stomach. The physician took another 6 shooter saeed multi band ligator, and managed to band effectively the last two varices and finished the procedure.